Event description:
On (B)(6) 2011, the patient received a low battery alarm but did not change the battery on the animas pump. The next day when the patient was hiking in 90 degree temperature, the patient received another low battery alarm. When he replaced the battery on the animas pump, the pump felt hot and the battery reportedly was corroded in the battery compartment. According to the patient, "the battery exploded, so corrosion was on the battery and the battery compartment." There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint. This complaint is being reported as a malfunction due to the pump temperature issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump was returned with a small crack located at the battery compartment threads. There was evidence of moisture ingress (rust) was observed inside the battery compartment. The pump booted with a low battery warning. There was a reboot condition observed. The overheating issue could not be duplicated. The pump was exercised for 24 hours with no battery alarms or overheating issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.